Event description:
It was reported that the pump battery could not be charged leading to the pump shutting down. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.